Event description:
The initial attorney report alleged pain, adhesions, and surgical intervention. The following is based on the medical records provided by the patient's attorney. (B)(6) 2006: incisional hernia repair with implant of two composix e/x mesh. (B)(6) 2008: repair of recurrent ventral hernia with implant of ventralex hernia patch. Included within this procedure was a cystoscopy, proctosigmoidoscopy, resection of sigmoid colon, resection of descending colon and part of transverse colon. Reconstruction of transverse colon with the rectum, and takedown of splenic flexure.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh. As a result, we are submitting this MDR based on the additional information received. The patient has multiple co-morbidities including obesity, kidney disease and diverticular disease. The patient underwent incisional hernia repair implanting two composix e/x mesh in 2006. The operative notes do not report any abnormalities within this surgery. Medical reports previously received for the implantation of a ventralex hernia patch in 2008 site visualization of these two composix e/x mesh. Those records state the ventralex was "tucked to the old mesh in the upper part of the incision" confirming the two previously placed mesh had not been explanted. There are no further operative reports to indicate that the mesh were defective. The information provided indicates that the patient was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There was no lot number included in the medical reports provided therefore, a manufacturing review of the device history records could not be conducted. No sample was returned as the mesh remain implanted in the patient. If additional event and/or evaluation information is obtained, a follow-up MDR will be submitted.